Manufacturer narrative:
The table is about 22 years old, and beyond end of life. Facility was advised to remove table permanently from use. Service history requested and is pending at time of this report. Return of table to manufacturer was requested and is pending at time of this report. The table was manufactured by biodex medical systems around 2002. This model was discontinued about 2012. The ultrasound table product line was acquired by mirion technologies (capintec) inc. In 2021. Biodex is currently a subcontract manufacturer for mirion technologies for this product line.

Event description:
On (B)(6) 2024 patient was undergoing a us scan on a deluxe ultrasound table model 056 605 vo. The patient shifted his weight from his horizontal back position to the right side when the back of the table broke, causing the patient to slip to the ground. Patient reported a meniscus tear.